Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a mild to moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. A non-abbott mechanical/ biochemical collagen vascular closure device was attempted, but also failed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The right common femoral artery was reportedly mild to moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site.